Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation. From the information provided by the customer it appears that the occlusion was observed during priming with saline. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the sample and the connecting product were not returned, it could not be determined which is the most likely root cause for the customer's experience in this instance. In order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. See CAPA# (B)(4).

Event description:
It was reported when using the bd alaris smartsite needle-free valve the device was found to be clogged, blocked or occluded. The following information was provided by the initial reporter and translated to english. The customer stated: "the patient was prepared to replace the needleless closed infusion connector with fluid rehydration therapy. When the physiological saline was prefilled, it was found the infusion joint was blocked. It could not be used. No adverse reactions occur."